Event description:
This event was inappropriately reported. The event occurred during the implant procedure, and as such it could not have caused serious injury to the patient.

Manufacturer narrative:
The reported premature battery anomaly could not be confirmed in the laboratory. Based upon the device's parameters, a longevity calculation was performed and the battery voltage was normal. The lifetime charge history showed 153 maximum voltage charges. The device's functionality was normal during testing.